Manufacturer narrative:
As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative: according to the directions for use gluma powergel the user should protect mucous membranes from contact with the product using a rubber dam.

Event description:
The office's hygienist applied this product to a total of 3 patients during the beginning and middle of (B)(6). Of the 3 patients, 2 of the patients experienced tissue burns. There was no isolation used during the application process. I informed the office member reporting incident that the dfu states that rubber dam isolation is needed. There was no additional treatment needed or performed by the dental staff.